Event description:
Found during test. According to the reporter, the device smelled of burning and appeared to be inoperative. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a shorter and burned capacitor, designator c14, on the interface pcb assembly. The assembly was replaced and then proper device operation was observed through functional and performance testing.